Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.